Manufacturer narrative:
Trackwise (B)(4). Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the seal and tension spring assembly inside the loading device. The white plunger on the delivery device was not depressed and the blue safety lock was off, which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches . The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) sticker was caught in the delivery device and could not be used. It was loaded, but when they took it out, only the sticker remained in the loader. A replacement device was used to complete the procedure. The operation has been completed without any problems.